Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.